Manufacturer narrative:
Additional manufacturer narrative: the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a mitral bioprosthetic valve model was explanted after an implant duration of approximately seven (7) years due to mitral stenosis. It was noted that the patient is a heavy drinker.

Manufacturer narrative:
Evaluation summary: the explanted device was returned and evaluated; as received, leaflet 1 had a cut area of approx 13mm x 6mm. Cut sections was not returned with the valve. Minimal to moderate calcification was observed in the remaining cusp area of leaflet 1, moderate calcification was observed in the cusp areas of leaflets 2 and 3. Free margin of leaflet 1 exhibited moderate calcification. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 11mm. Host tissue was heavy at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 3mm on the outflow aspect. Edwards gross analysis suggests that calcification and host tissue overgrowth are the primary causes of the reported stenosis. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. In this case, the patient was noted to be a heavy drinker. No further action is required at this time, edwards will continue to review and monitor all events.